Event description:
It was reported that during an upgrade procedure, the implantable cardioverter defibrillator stopped capturing and the patient had asystole. Reprogramming changes were made and the rhythm was restored and capture was noted. The base rate was lowered again and inhibition of pacing was noted. The physician checked the connections and they are all okay. Technical services were contacted and they determined it could be a cross talk situation. The device was not used and replaced. The patient was stable post-procedure.

Manufacturer narrative:
The reported field event of a capture anomaly was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.